Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not start. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was outside of clinical use at the time of the reported event. It was reported that the system failed to start. Review of the log files confirmed the malfunction in the flexvision pc. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the flexvision cpu module was damaged. Fse replaced the flexvision pc, and the software was reloaded. After the replacement of flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.